Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular lead exhibited high pacing impedance. The patient was brought into the clinic and programming changes were made. The patient was stable throughout.